Event description:
Customer reported that on (B)(6) 2014 she received a reading of 17.0 mmol/l (306 mg/dl) on her adc blood glucose meter. Customer further reported she "felt unwell" and was "hypo". Customer's daughter called the paramedics and upon arrival they received a reading of 4.0 mmol/l (72 mg/dl). Customer indicated the readings were received within 10 minutes of each other. Customer was treated on the scene with unspecified "oral glucose". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is a final report. The customer's meter has been returned and an investigation utilizing the retuned meter and retained test strips (lot no: 4500163473) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.